Event description:
During evaluation of a returned spectrum infusion pump, the device powered off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device powered off without user input. A review of the event history log revealed improper shutdown messages. The cause was identified to be corrosion and contamination on the battery contact pins on rear case and depressed battery contact pins. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.